Manufacturer narrative:
((B)(6). B)(4).

Event description:
During a ventricular tachycardia ablation procedure, a pericardial effusion occurred. While ablating, the patient became hypotensive and an echocardiogram revealed a pericardial effusion. Surgical closure of the ventricular apex was performed to stabilize the patient. The patient expired two days after the procedure due to unknown causes. There were no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection with sjm specifications and procedures. The cause of the reported pericardial effusion could not be conclusively determined. Per the IFU,cardiac perforation is a known risk during the use of this device.